Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had disconnected from the patient line of the set. This event occurred about five minutes after the initial drain. The caregiver capped off the transfer set with a minicap and had the patient start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.